Event description:
It was reported that the physician suspected that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.